Event description:
It was reported that during a routine follow-up, an episode of noise reversion, loss of ventricular capture and high, out of range impedance were observed. The physician elected to continue to monitor the patient with normal follow-up.

Event description:
New information on (B)(6) 2017 noted that the lead was explanted and replaced, and the patient was in good condition post-procedure.